Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the cause of the event was device related. The patient's implantable neurostimulator (ins) had abnormally high impedances. Reprogramming and impedance checks were done. X-rays were negative for any disconnection in the system. The patient underwent an exploratory revision surgery on (B)(6) 2014. A fracture in the extensions at the ins site was found during the revision so the extensions were replaced. Following the revision the patient had a 50% or greater symptom reduction and they were receiving effective therapy.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3998, lot# v005789, implanted: (B)(6) 2006, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3998, lot# v005789, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Additional information received reported the patient's impedance values (group impedance) were greater than 4,000 ohms and that was the reason for the revision. There was something wrong with the lead or extension. It was reported that ins was at 2.980 volts. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3998, lot# v005789, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that there was a power on reset (por) and thought it was 4x400. This was seen a few days prior to the report. All of a sudden stimulation stopped and the patient wasn¿t feeling stimulation. The patient had not had radiation treatment or medical procedures. There were also high impedances. The patient saw ¿oor¿ on the programmer when trying to increase stimulation, and these symptoms all started ¿a couple of days ago.¿ it was confirmed that the patient didn¿t have any falls or anything. It was confirmed that lead configuration was 2x4 electrodes 0-7 good. The patient went through all programs and had gotten nothing, meaning stimulation. Everything (impedances) was out of range on all electrode pairs. They show greater than 40,000 ohms, even when they go to the reference values. Therefore, the only symptom was loss of stimulation. They were sending the patient for an x-ray and it was discussed that surgical revision would be necessary to resolve. There was no unusual event surrounding the loss of stimulation. It was unknown if the x-rays were completed yet as of a few days after the initial report.